Event description:
Technician alleged brake can be set at the head end only, foot end link rod is broken, activation weldment is worn.

Manufacturer narrative:
Technician replaced brake activation weldments and installed a brake / steer upgrade kit to resolve.